Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and observed that the internal hybrid layer capacitor (hlc) batteries had depleted, resulted in the device not being able to power on and displaying all three icons. The cause of the depleted internal hlc batteries could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.